Event description:
The patient was revised to address pain, implant impingement, metallosis, notching of the stem, and wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known/provided product and lot codes since their release for distribution . The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.